Event description:
Report received indicated that the patient experiences a red, weeping rash underneath and around the adhesive border during the summer months. The patient experienced the condition during a period of three months prior to complaint receipt. The rash was treated with an antibiotic but without improvement. Another dressing was also used but outcome was not noted. Adhesive border was removed and replaced with waterproof tape; rash was also observed with this method. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.